Event description:
User experienced discrepant sodium and or potassium results. The following patient example was provided. Initial sodium gave 68 mmol/l; repeated twice giving 143 and 141 mmol/l. Initial potassium gave 1.7 mmol/l; repeated twice giving 3.4 mmol/l both times. User indicated repeat results were reported, erroneous results not reported. The field service representative determined the cause to be a problem with the ise tubing and replaced. Performance tests were performed.